Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("I bled for three month") and loss of consciousness ("was passing out"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal, genital haemorrhage and loss of consciousness outcome was unknown. The reporter considered genital haemorrhage, loss of consciousness and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("I bled for three month") and loss of consciousness ("was passing out"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal, genital haemorrhage and loss of consciousness outcome was unknown. The reporter considered genital haemorrhage, loss of consciousness and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: this case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.